Manufacturer narrative:
Device was received with a cracked case (battery tube), and cracked battery tube threads. Device p-cap or test reservoir locked properly in place. Device passed the displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 546 mg/dl. Customer stated that insulin pump had crack. The device will be returned for analysis.